Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 9 and 10 were inoperative because the controller board was unresponsive. A field service engineer replaced the controller board and configured with medbank support to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, drawers were not populated in the application, which hindered users from accessing medication. This incident resulted in delays in dispensing medication to the patient, as the drawers were inoperable and there was no patient harm. There were no adverse events or injuries reported based on this event.